Manufacturer narrative:
Product ID 3093-28 lot# va08f3e, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported the patient developed an infection within two weeks of their implant and ended up in the hospital for 30 days. The patient was discharged about two weeks prior. It was stated the patient¿s wound was 7 cm deep. Since the patient was allergic to adhesive tape, super glue was used to close the wound. When the wound was eventually looked at by the nurse, it had become ¿badly¿ infected. Additional information has been requested, a follow up report will be sent if additional information is received.

Event description:
Additional information received reported, the cause of the event was an infection of the lead after a stage 2 implant. It was stated, the infection was in the incision for the battery as well. An x-ray was noted. The whole system was removed. It was noted, the patient was at high risk due to their atrial fibrillation, diabetes type 2, hypertension, vascular dementia, and chronic obstructive pulmonary disease. The patient outcome was reported to be no injury.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3093-28, lot# va08f3e, implanted: (B)(6) 2013, product type lead. (B)(4).